Manufacturer narrative:
The reason for the reported revision due to subluxation cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Subluxation is a known risk, as outlined in the IFU. D1: corrected d4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
Section d10: concomitant products: equinoxe, humeral head tall, 44mm (alpha) (cat #: 310-02-44/serial #: (B)(6). Equinox square torque define screw drive kit (cat #: 300-20-02/serial #: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the equinoxe shoulder study, approximately five months post initial right tsa, the 80-year-old white female patient experienced instability/subluxation. X-rays show anterior subluxation in relation to the glenoid. The patient underwent a standard reverse revision surgery on the outcome of this event is now considered resolved. The clinical report indicates that this event is unlikely related to the device and/or to the procedure.